Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the activation toggle on the hemopro device made a crunching noise when actuated and the jaws were stuck open. When the device was removed from the cannula, the toggle switch worked properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and there was some evidence of blood on the device. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A pre-cautery test was performed on the device using a reference power supply and extension cable; the device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The handle on the device was open to verify the internal connections; no nonconformities were identified. Based upon the evaluation results, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).